Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) made three beeping noises, rebooted, and got stuck on the american megatrends screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) made three beeping noises, rebooted, and got stuck on the american megatrends screen. They tried swapping the hdds, but the issue persisted. They would like to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) made three beeping noises, rebooted, and got stuck on the american megatrends screen. They tried swapping the hdds, but the issue persisted. They would like to send the cns in for repair. No patient harm was reported. Investigation summary: evaluation of the returned device was not able to duplicate the reported issue of boot loop. The unit could not pass power-on self test (post), and there was an error led lit. The failure of the motherboard was found to be the cause of the issue. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) made three beeping noises, rebooted, and got stuck on the american megatrends screen. No patient harm was reported.